Event description:
Patient underwent total hip arthroplasty on (B) (6), 2007. Subsequently, the patient was revised on (B) (6), 2010, due to infection. The surgeon removed the locking screw, but could not disengage tapers of the components. As a result, a proximal osteotomy to the junction of the proximal body and distal stem was necessary, but he still could not disengage the tapers. The surgeon used a midas rex with a metal bur to cut the proximal body from the distal stem. He then used flexible trephine reamers to remove the distal stem.

Manufacturer narrative:
The returned device was evaluated in its manufacturing facility. Testing for integrity for housing and media were performed. Testing for flow resistance was performed; the returned unit was within specification for all tests. Conclusion: the device did not appear to have malfunctioned. The clinical observation was likely caused by another factor. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
After two minutes of mechanical ventilation with the device in the expiratory limb of the breathing circuit, the device, the patient¿s tidal volumes decreased, followed by a decrease in peripheral oxygen saturation.